Event description:
Related manufacturer reference number: 1627487-2023-03946. It was reported that the leads had migrated. As such, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.